Event description:
It happened months ago. Male pt, venous case. Pt apparently threw a pe and died. The first person - spoke to was a fellow. The doctor I spoke to yesterday was the primary on the case.

Manufacturer narrative:
Event consists of pt death during angiojet therapy. The pt is a (B) (6) male. The pt was long term dialysis pt who presented with thrombosis of an arteriovenous fistula (avf). The angiojet system was being used to clear thrombosis from the ancillary vein. Partial restoration of flow thru the fistula had been achieved when there was a sudden occurrence of hypoxia and a subsequent arrest. The cause of death was suspected to be a pulmonary embolism, but the physician does not believe an autopsy was performed. This event occurred approximately six months ago as stated by the physician (no specific date has been given). The event was not reported to medrad at the time of occurrence. The medrad clinical sales rep (csr) was recently informed by a "fellow" at the site and this medrad csr investigated this incident with the attending physician. The physician has been hesitant to discuss this case in full through multiple efforts of the medrad csr. In addition, the physician did not want to speculate what caused the pt's death or whether angiojet or something else contributed to the pt's death. At this time, there is no additional info on the medical history of the pt or other treatments performed during the interventional procedure. Since the cause of the pt's death is inconclusive, this event is considered a reportable event.